Event description:
It was reported that the ventilator had an error code indicating oxygen not available while in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the error code in the ventilator diagnostic logs however, could not duplicated there ported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.